Event description:
Customer's girlfriend reported that customer's adc blood glucose meter was persistently displaying a battery icon and due to this he could not test his sugar. Caller further reported that one week prior to calling customer service on (B)(6) 2014, "around 6:00 am" she called him to wake him up, but he did not answer. Caller then went to his home and found him unconscious and "sweating like he just got out of the shower". Caller administered a glucagon injection. No additional medical assistance was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter, controlled test strips and a known good battery has determined the complaint is not confirmed. Meter did power on with button depression and insertion of cal bar. Meter did power on with strip insertion. Low battery icon was not observed. All pertinent information available to abbott diabetes care has been submitted.